Event description:
The patient had respiratory failure on (B)(6) 2019 from hypercapnia, which led to the cardiac arrest and cerebral hypoxia. Then, the patient was on veno-arterial extracorporeal membrane oxygenation for two days and weaned off. Hemorrhagic stroke occurred on (B)(6) 2019 and the patient went into coma. The patient finally passed away on (B)(6) 2020. All these events were related to the hypercapnia and surgeons ruled out the device relationship.

Manufacturer narrative:
Manufacturer's investigation conclusion: additional information the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported events; however, the evaluation of the submitted log files confirmed the report of low flow alarms. Although a specific cause for these findings and the reported patient outcome, hemorrhagic stroke, respiratory failure, and right heart failure could not be conclusively determined through this evaluation, it was reported that the cause of the low flow alarms was related to the right heart failure as a result of the patient overdosing on sedatives. A direct correlation between these events and (B)(6) could not be conclusively established. (B)(6) was returned assembled and surrounded with native heart tissue with the pump cable severed approximately 2.5¿ from the pump header. The remainder of the pump cable was returned measuring approximately 9.5¿ and 14¿. The modular cable was not returned. The sealed outflow graft and bend relief hardware were returned attached to the pump cover outlet port; however, the graft and bend relief material were severed adjacent to the hardware. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad log files retrieved from the returned device appeared to capture the pump functioning as intended prior to being turned off. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists stroke, bleeding, right heart failure, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The description of death diagnosis was hypoxic encephalopathy, severe heart failure, ischemic cardiomyopathy, myocardial infarction. The main cause of death is a disorder of the central nervous system. Other causes of death are infection, central nervous system disorders, water or electrolyte disorders, renal failure.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a good postoperative course and was being managed in the ward; however, the patient overdosed on sedatives and stopped breathing. The patient had CPR, and right ventricular failure followed. The right heart failure was not device related, and the patient required a right ventricular assist device (rvad) for 3 days. On (B)(6)2019, the patient had respiratory failure from hypercapnia, which lead to cardiac arrest and cerebral hypoxia. The patient also experienced low flow alarms related to the right heart failure. The patient was resuscitated and the plan of care for the low flow alarms was observation after addressing other causes. The patient was on veno-arterial ECMO for two days. It was later reported that the patient had a hemorrhagic stroke on (B)(6)2019 and went into a coma. On (B)(6)2019, the patient experienced a bacterial infection in the urinary tract and drug therapy was performed. The family insisted on prolonging the life of the patient as long as possible. The patient remained ongoing on (B)(6) following this event until he experienced further low flow alarms on (B)(6)2020 with symptoms of shock (related manufacturer report number 2916596-2022-14245) and ultimately expired on 11may2020. All of these events were determined to be related to hypercapnia, and the surgeons ruled out the device relationship. The description of death diagnosis was hypoxic encephalopathy, severe heart failure, ischemic cardiomyopathy, myocardial infarction. The main cause of death was a disorder of the central nervous system. Other causes of death were infection, central nervous system disorders, water or electrolyte disorders, renal failure.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01918 and MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported events; however, the evaluation of the submitted log files confirmed the report of low flow alarms. Although a specific cause for these findings and the reported patient outcome, hemorrhagic stroke, respiratory failure, right heart failure, renal dysfunction, and myocardial infarction could not be conclusively determined through this evaluation, it was reported that the cause of the low flow alarms was related to the right heart failure as a result of the patient overdosing on sedatives. A direct correlation between these events and (B)(6) could not be conclusively established. The submitted controller event log files captured 11 low flow hazard alarms from 10:59:40 am through 01:20:58 pm on (B)(6)2019, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Calculated flow was captured at values as low as 0.1 lpm, and elevated pi values were observed during this time, reaching values up to 13.5. These alarms lasted up to approximately 20 minutes in duration. Despite the observed alarms, the pump appeared to have functioned as intended at the set speed throughout the duration of the submitted data. (B)(6) was returned assembled and surrounded with native heart tissue with the pump cable severed approximately 2.5¿ from the pump header. The remainder of the pump cable was returned measuring approximately 9.5¿ and 14¿. The modular cable was not returned. The sealed outflow graft and bend relief hardware were returned attached to the pump cover outlet port; however, the graft and bend relief material were severed adjacent to the hardware. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad log files retrieved from the returned device appeared to capture the pump functioning as intended prior to being turned off. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06may2019. The heartmate 3 lvas instructions for use (IFU) lists stroke, bleeding, infection, right heart failure, respiratory failure, renal dysfunction, myocardial infarction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of low flow alarms. Although a specific cause for these findings could not be conclusively determined through this evaluation, it was reported that the cause of the low flow alarms was related to right heart failure due to the patient overdosing on sedatives. It was noted that the right heart failure was not device-related. The submitted controller event log files captured 10 low flow hazard alarms from 10:59:40 am through 01:20:58 pm on 19sep2019, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Calculated flow was captured at values as low as 0.1 lpm, and elevated pi values were observed during this time, reaching values up to 13.5. These alarms lasted up to approximately 20 minutes in duration. Despite the observed alarms, the pump appeared to have functioned as intended at the set speed throughout the duration of the submitted data. The account communicated that the patient had a good postoperative course and was being managed in the ward; however, the patient overdosed on sedatives and stopped breathing. The patient had CPR, and right ventricular failure followed. The right heart failure was not device related, and the patient was placed on ECMO. The patient also experienced low flow alarms related to the right heart failure. The patient was resuscitated and the plan of care for the low flow alarms was observation after addressing other causes. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had good postoperative course and was managed in the ward last week. Patient had right heart failure and received ECMO (extracorporeal membrane oxygenation). At that time, a low flow alarm occurred and the patient required CPR (cardiopulmonary resuscitation). Review of the log files showed low flows with high pi readings, the pump was seeing a reduction in blood volume. No further or additional information was provided.